Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to perform displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had got wet and was not turning on. Customer¿s blood glucose level was 10 mmol/l. Customer was on boat with insulin pimp and there was moisture in the battery compartment. The device will be returned for analysis.